Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2012. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator m102r sn (B)(4) and the lead m300 sn (B)(4) passed all functional tests prior to distribution. Attempts are being made for additional information; however, no additional information has been received.